Manufacturer narrative:
The received device had the cannula assembly fully deployed. The cannula measured the correct full length according to specification. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though a kink was noted on the exposed portion of the soft cannula. It could not be determined when this damage occurred, and it could not be conclusively determined if this affected the device¿s ability to deliver insulin when the pod was worn. Additionally, it could not be conclusively determined if the cannula was dislodged from the insertion site. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system user guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod. Chapter 3 / page 49. Warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
The father reported that the patient's blood glucose was approaching the 400mg/dl range while wearing the pod on his hip/buttocks for between 1 and 4 hours. He stated that at some point, the cannula became dislodged. Treatment included a manual injection and replacing the pod. The cannula also appeared slightly bent when the device was removed. The device was returned for evaluation.